Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the event likely occurred due to a piece of injection tube or silicone rubber product, etc. Entered channel and remained in nozzle. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "preparation and inspection_ inspection of the endoscope inspect the control section and the endoscope connector for excessive of scratching, deformation, loose parts, or other irregularities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the flow had been affected by foreign material blocking the air/water cylinder. In addition, there was a leak between the control knob, an reduced angulation, minor dents on the distal end plastic cover, chipped glue on the bending section cover, multiple buckles on the light tube and a white mark on the scope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was "low/weak" air on the evis exera iii colonovideoscope. During the inspection of the returned device, a foreign object was found inside the air/water cylinder, which had been attributed to insufficient cleaning of the device. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.